Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the corroded nozzle was cause traced to component failure and for the stained plastic distal end cover was cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the gastrointestinal videoscope exhibited corroded nozzle and the plastic distal end cover had a stain. There was no patient involvement.